Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Additional patient information: (B)(6). Other relevant history: breast cancer.

Event description:
It was reported that as the carboplatin infusion (secondary set) was finishing, the bag emptied and the last of the drug entered the drip chamber. The drip chamber collapsed and the bag was sucked completely dry. The pump module started to alarm and would not infuse any more drug with message "empty container/fluid side". An attempt was made to infuse the remainder of the chemotherapy by gravity, but the peripheral IV back flowed due to suction/pressure in the line and the chemotherapy did not infuse. It was as if the tubing needed to be vented, but the secondary set did not have a vent. Per pharmacy, the priming volume of the set is less than 5% of patient's total volume dose and therefore per pharmacy, it was ok to waste remaining chemo in tubing and proceed with flush of primary line. The primary line flushed without incident. 20ml of the medication was wasted, and it was reported as under infusion.